Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the tip of the returned inserter was found fractured. No relevant manufacturing issues were found. Conclusion: it is likely that the device fractured due to patients tight disc space.

Event description:
It was reported that; the tip of two trial handles broke off into the trials in the case. All broken fragments. Replacement device was used to successfully complete the procedure.

Event description:
It was reported that; the tip of two trial handles broke off into the trials in the case. All broken fragments. Replacement device was used to successfully complete the procedure.